Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced intermittent diaphragmatic stimulation. The stimulation occurred at more than three volts. The device was then reprogrammed. Furthermore, the boston scientific technical services (ts) reviewed the x-ray image and found that the bend in the helix was clearly not normal. The cardiac silhouette was not visible to be able to appreciate if the lead was extra-cardiac which could contribute to the diaphragmatic stimulation. To date, the lead remains in service. No adverse patient effects were reported.